Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 27-nov-2024 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results using replacement meter: internal report reference number (B)(4). The customer is concerned with test results from results obtained of 422, 371 and 346 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/31/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 3 tests taken; time not set, all am results): result 1 : 422 mg/dl date: 10-30 time: 09:59 pm fasting. Result 2 : 371 mg/dl date: 10-30 time: 09:56 pm fasting. Result 3 : 346 mg/dl date: 10-30 time: 09:50 pm fasting.